Event description:
Information was received from a consumer regarding a patient who received hydromorphone (40mg/ml. 2.663mg/day) and bupivacaine (20mg/ml, 1.331mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. Before the patient's previous pump was replaced "the battery started dying" and the patient went into withdrawal. The patient had "problems with it failing in 2006." The patient thought the current drug was the same drug with the withdrawal issues. The symptoms began a "couple months prior" to the pump replacement. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.